Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic and upon interrogation it was noted that the device was in bvvi. Troubleshooting could not be performed. Hence, on (B)(6) 2017 the device was explanted and replaced. Indications for implant noted on that day were bradycardia and chb. No other information was provided.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a code corruption but the cause that triggered code corruption is unknown. Once the product code was re-loaded and the device set to nominal settings, the pacer was tested under electrical and mechanical conditions and the results show the device exhibited normal functionality. A longevity calculation was performed and the device had normal battery depletion.

Event description:
New information notes that the patient condition was fine.